Manufacturer narrative:
Product has been returned from hospital and is currently under investigation. Final report will follow upon completion of evaluation.

Event description:
"Dr used applied's 5mmx100mm optical separator. During his first stick, he encountered resistance using his smith & nephew 5mm 0degree high definition scopes. After which he used a different trocar and gained entry. However; when removing the scope, the green cap for the optical entry came off. Then to compound the issue, when inserting the scope back into the patient after insufflation, plastic shards were transferred from the shaft or lens of the scope into the patient's abdomen. This resulted in longer or time, but all shards were removed from within the patient."